Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2014 during which the surgeon noted surgeon excised the previous scar and noted that the old mesh had attached to the hernia sac. It was reported that the patient experienced severe pain, inflammation and discomfort. No additional information is provided.